Event description:
It was reported that 4 bd ultra fine¿ pen needles were unable to deliver insulin/medication. The following information was provided by the initial reporter: lot #: 0133272; catalog #: 320109; date of event: unknown. No "injuries or harm," but problem. I use for insulin. I've used about 30 needles from this box of 100 & 3 of them were blocked. No insulin came out with priming dose, pen resists turning, feels like there is pressure built up in pen. I changed needles, instant fix, insulin comes out, problem is not pen. I've only seen this happen with 2 needles in my years of use. I tossed the 1st needle that failed from this box.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/30/2021. H.6. Investigation: customer returned 6 pen needles with no caps or pouch for identification. Each pen needle was attached to a saline test pen. The pen was primed and saline was pushed through the system without issue. Minor signs of use were present but no damage was found. When tested, all pen needles functioned as intended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0133272. Medical device expiration date: 2025-05-31 . Device manufacture date: 2020-05-12. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that 4 bd ultra fine¿ pen needles were unable to deliver insulin/medication. The following information was provided by the initial reporter: lot #: 0133272. Catalog #: 320109. Date of event: unknown. No "injuries or harm," but problem. I use for insulin. I've used about 30 needles from this box of 100 & 3 of them were blocked. No insulin came out with priming dose, pen resists turning, feels like there is pressure built up in pen. I changed needles, instant fix, insulin comes out, problem is not pen. I've only seen this happen with 2 needles in my years of use. I tossed the 1st needle that failed from this box.